Event description:
In 2007, had left knee total arthroplasty, wright medical device. In 2008, in for left knee dislocated poly insert, replacement was wright medical. In early 2009, in for left knee dislocated poly insert, revision arthroplasty using exactec. Dates of use: 2007 to 2009. Diagnosis: left knee pain.